Event description:
A consumer reported that following intraocular lens (iol) implant surgery, he sees a fresnel effect with street lights when driving at night. The consumer stated that his surgeon told him that this should resolve and he needs time for neuroadaptation. He continues to be monitored by his surgeon. At the consumer's request, the surgeon was not contacted. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. At the consumer's request, the surgeon was not contacted. (B)(4).